Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular (rv) lead exhibited high pacing impedance measurements. The lead was not used, and a new lead was implanted. The patient was stable throughout the procedure.